Event description:
It was reported that the patient presented in clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise, high pacing impedance, and high capturing threshold. Lead fracture was suspected. Programming changes were performed. The patient was in stable condition.